Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Incoming inspection records of the suture p/n 123074 batch number 07f1600136 from supplier does not show any quality issues registered during inspection. The customer complaint cannot be confirmed and no corrective actions can be implemented since the product sample is needed to perform a proper investigation and determine the root cause. The root cause is unknown. Teleflex will continue to monitor and trend related events.

Event description:
The capio suture broke and the needle detached in the middle with the first throw. We were then able to easily break the suture pieces with minimal traction. The patient's condition is unknown at this time.